Event description:
The customer reported that while the unit was in use on a pt, the unit's trace was too bright to see the intensified portion of the pressure trace when the verification button was pressed. The ECG signal was "noisy". The pt was switched to another unit and therapy was continued. No pt injury was reported.